Manufacturer narrative:
The reported complaint was confirmed based off information obtained by the clinical team. The user facility uses a rounded reservoir that can cause the mounting pads to couple/decouple and not adhere properly. The user has been notified about the need for a flat, dry surface to attach the sensors. During laboratory analysis, the product surveillance technician (pst) observed the red and yellow level sensors to function as intended throughout testing. The sensors appropriately alarmed and alerted when the fluid level was below the sensor pad. There were no issues noted during testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the sensors were placed on a rounded area of the reservoir. Additionally, she mentioned that later in the case, the module moved slightly when pushed into place. The sensors have been used since with no further issues. The field service representative could not duplicate the issue. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'level sensor not attached' alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2021 during a cpb procedure, the team had an incident with the level sensor system. The team set up their other manufacturer's rounded reservoir without issue. The team attached the pads and used the gel for the sensors per the heart lung machine (hlm) instructions for use (IFU). The system was giving an alarm that the level sensor was not attached. The perfusionist denoted that all pads were placed on the reservoir, and the sensors were engaged on the pads and active on the system. The team exchanged both the pads and the sensing cables, and it worked for a period during the case then the alarm and message re-appeared. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to the issue.